Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation-lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7, diopter -11.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault. The problem was resolved.